Manufacturer narrative:
Investigation summary - bd had not received any samples for investigation. A total of 30 retained samples were visually inspected for damages to the tube, hemogard shield, and rubber stopper, with none of the samples failing. Additionally, 10 retained samples were visually inspected for brittleness, with none failing. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint has not been confirmed for the indicated failure mode: cracked product/ defective product. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that after centrifugation of bd vacutainer® sst¿ blood collection tubes, one (1) tube was cracked, and five (5) tubes had a stopper that was difficult to remove. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that after centrifugation of bd vacutainer® sst¿ blood collection tubes, one (1) tube was cracked, and five (5) tubes had a stopper that was difficult to remove. No adverse impact was reported regarding the patient or user.